Event description:
An endurant iis stent graft system was implanted during the endovascular treatment of a 56mm abdominal aortic aneurysm. It was reported approximately 2 months post the index procedure follow up CT showed left iliac had disease progression associated with etlw1628c146e and had enlarged. There was no endoleak but the physician elected to extend into the external iliac before any issues occurred. 2 endurant limbs (16-16-124 & 16-13-124 ) were implanted and extended into the left external iliac artery resolving the ectatic lcia. Per the physician the cause was due to disease progression since original procedure was performed. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.